Manufacturer narrative:
Lot review: a review of lot# 3015297 showed that (B)(4) units were manufactured, tested, inspected and released in march of 2015 with no anomalies.

Event description:
Complaint received regarding two d1000, tego connectors, lot# 3015297 (mfd 03/2015). Report states " there are two reports from sicu 6 involving the tego connector becoming disconnected during treatment. The disconnection occurred during crrt therapy. The tego connector separated from the quinton catheter and during the return phase, blood was lost from the circuit and quinton. This occurred on two different patients with two different nurses. No harm to either patient, although one patient did experience temporary hypotension but responded to volume. Nursing was questioned and no reports of connection being loose. Nursing was in the room for each event and prevented harm." No serious adverse patient consequences reported.